Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear with the act or esc buttons. Customer was not sure how it occurred. Customer's blood glucose was 44 mg/dl, which was treated with food. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had all buttons did not respond due to corroded keypad traces. No button error alarm noted. Unable to perform run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. However, the insulin pump passed idle current test. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.